Event description:
It was reported that the left ventricular (lv) lead's right ventricular coil exhibited upward spikes in impedance values which triggered a device alert. The tachy therapies were turned off on the associated device and the pacing settings were left intact. It was further reported that the lead had high impedance and fracture was confirmed. The lead was partially explanted and not replaced. It was also reported that the patient had atrio-ventricular desynchrony and pacemaker syndrome as a result of high impedance and non-capture on the epicardial right atrial (ra) lead. On chest x-ray discontinuity of one of the legs was noted, and testing showed the proximal portion had impedance consistent with fracture. The lead was acceptable in unipolar configuration from the distal connection to the can, so the lead was reused in that configuration and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).